Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer and pocket was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was recovered but when attempted to recover pocket, both drawer and pocket were failed. A field service engineer found that the retractor band was damaged and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.